Event description:
Customer reports to have received several insulin pump malfunctions. Customer states she received no delivery alarm, battery out limit alarms which alarms during regular use and excessive motor error alarms. Customer states alarms happens after infusion set change and reservoir change. Customer's blood glucose was 324 mg/dl which was treated with manual injection. During troubleshoot; customer received several motor error alarms at rewind. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.